Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The complaint was not confirmed therefore no lot history review was performed, no complaint history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint therefore no manufacturing mitigation is required. The instruction for use (IFU), IFU commander ds with s3/s3u was reviewed. No IFU/training deficiencies were identified. A risk management review was performed. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required at this time. The complaint for postimplantation central regurgitation was unable to be confirmed without any provided medical record/imagery. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported, the patient was followed for roughly a year with no improvement in leak and was symptomatic. Considering that they had post-dilated to 22 and the valve appeared fully expanded, the implanting physician thought best course of action was to implant an evolut. This was implanted and leak was resolved. It is possible that the valve was over-expanded due to the post-dilation during the procedure in 2022. The increase in valve diameter due to overinflation/post-dilation may prevent proper motion of the thv leaflets resulting in worsening thv regurgitation over time. As such available information suggests that procedural factors(post-dilation) may have contributed to the reported events. Since no manufacturing nonconformances or labeling and IFU and training deficiencies were identified, no product nonconformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, the patient received a 23mm sapien 3 ultra. Post implantation, transthoracic echocardiogram (tte) showed some degree of leak from an unknown location so they decided to post-dilate with a non edwards balloon, the valve fully expanded however repeat echo showed leak had worsened and a transesophageal echocardiogram tee on post operative day 1 showed central leak. The patient was followed for roughly a year with no improvement in leak and was symptomatic therefore a valve in valve procedure was done and a non edwards valve was implanted and leak was resolved.